Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving dilaudid (1.5 mg/ml at 3.2 mg/day), clonidine (20 mcg/ml at 42.6 mcg/day), and bupivacaine (10 mg/ml at 21.3 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. It was reported that in 2016 at each refill visit the amount aspirated from the pump reservoir was several ml greater than what the 8840 programmer reported should be in the reservoir. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stalled due to shaft/bearing¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the pump reservoir volume was significantly greater than the expected volume per pump analysis and a pump malfunction was assumed. Catheter aspiration was ¿more or less¿ normal when tested. The patient had numerous complaints of poorly controlled pain related to the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.